Event description:
This patient was admitted for cardiac catheterization due to unstable angina. Angiography revealed a 90%, heavily calcified, type c de novo stenosis in the proximal lad. The lesion was predilated with a 2.5 x 12 non-cordis ptca balloon inflated to 14 atms. A 3.0 x 13mm cypher stent was deployed to 14 atms without complication. The stent was post dilated per standard practice. Approximately six months post index procedure the patient was again admitted and ruled in for mi. No additional information is available at this time.

Event description:
Additional information was received via the cec adjudication minutes and indicated, on (B)(6) 2010 the patient presented with angina, the patient's enzymes were elevate. On (B)(6) 2010 at 22:14, the ck was 238 (nl 234, ratio 1.01), the ckmb was 13.9 (nl 6.3, ratio 2.21) and the troponin I was 7.14 (nl 0.49, ratio 14.5). The bnp was 1548. The committee has adjudicated this event to be a non-q wave myocardial infarction (mi) related to the device. There was no evidence of stent thrombosis. Two days later, revascularization was performed on the target lesion.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional and updated information was received from the cypress study. The patient did not present with mi on (B)(6) 2010. (B)(4). Updated event information: approximately six months post index procedure the patient was admitted for angina. Angiography revealed a lesion in the proximal lad, which was described as target vessel/non-target lesion. It is not known if this lesion was >5mm from the previously implanted cypher stent; therefore this is being reported as restenosis. This was treated with placement of an unknown drug-eluting stent. Additional information will be submitted within 30 days pf receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis and myocardial infarction after having a coronary artery stent implanted. The patient's medical history is significant for angina, hypertension, previous non-target vessel pci ((B)(6) 2010), family history of coronary artery disease, peripheral artery disease, cva/stroke, congestive heart failure (lvef 30- 39%), peripheral vascular disease with claudication, copd, diabetes and renal insufficiency. The indication for the procedure was unstable angina. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as heavily calcified, de novo and 90% stenosed. The lesion was predilated with a 2.5 x 12 non-cordis ptca balloon inflated to 14 atms, followed by the implant of a 3.0 x 13mm cypher stent at 14 atms without complication. The stent was post dilated per standard practice. Approximately four months later, the patient was admitted and diagnosed with an mi. The event was medically managed and the patient was scheduled for bypass surgery at a later date. Nine days later, the patient experienced a non-stemi. Ten days later, angiography revealed a new lesion in the first obtuse marginal branch. This was treated with placement of a non-cordis des. Approximately 5 months post procedure, the patient presented with bleeding (hgb 7.2). The patient received a blood transfusion and the event resolved without sequel. Approximately six months post index procedure, the patient was admitted for angina and was diagnosed with an mi. Angiography revealed a new lesion in the proximal lcx and 69% proliferative in-stent restenosis in the stent in the proximal lad. The cfx was treated with balloon angioplasty and the proximal lad was treated with angioplasty and the placement of another stent. Approximately seven months post index procedure, the patient again presented with sustained ventricular tachycardia. Angiography revealed a restenosis of the previously ballooned lesion in the proximal lcx. This was treated with placement of an unknown drug-eluting stent. The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079444 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the information provided suggests that the patient's extensive medical history and/or lesion characteristics (heavily calcified) and new lesions may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Please note this adverse event was initially reported in the initial MDR report and reported to be not reportable in the follow up 1. However, based on the additional information received from the cec adjudication, this event is determined to be MDR reportable again. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors and vessel/lesion factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 as follows: the cec adjudication minutes were received and indicated that the committee agreed with the coding of protocol defined non-q wave mi, on (B)(6) 2011; an arc spontaneous, on (B)(6) 2011; and late stent thrombosis (arc and protocol definitions) on (B)(6) 2011. (B)(4). Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that approximately post index procedure this (B)(4) study patient suffered late stent thrombosis, mi and death. This was a (B)(6) female patient with medical history including pci ((B)(6) 2010), pvd with claudication, chf with lvef 30 - 39%, hemodialysis dependant renal failure, diabetes, copd, hypertension and stroke. The indication for the index procedure was angina. Angiography revealed a 90% stenosis of the proximal lad. In (B)(6) 2010, the index procedure was performed. One cypher stent was implanted without report of difficulties. The patient was discharged on a dual anti-platelet medication regimen. In (B)(6) 2010, the patient presented with angina and was diagnosed with an mi. These events were captured as coronary stenosis and mi and treated as non-complaint as they did not involve the index target lesion or study device. Also during (B)(6) 2010, a second event of mi was diagnosed. Again this event was treated as non-complaint as they did not involve the index target lesion or study device. In (B)(6) 2010, information was received regarding an event of bleeding. The patient was transfused with 2 units prbc. This event was captured as a non-complaint for bleeding as it was not related to the index procedure or device. In (B)(6) 2010, the patient presented with angina and mi. Angiography revealed an in-stent restenosis of the study stent. No thrombus was noted. Poba was followed with placement of one stent in the proximal lad. These events have been captured and investigated accordingly. The patient was discharged on dual anti-platelet medication. In (B)(6) 2010, the patient presented with sustained vt, mi and coronary stenosis involving a non-index target vessel. These events were captured as non-complaints for vt, mi and coronary stenosis as they were not related to the index procedure or device. On an unspecified date, the patient underwent breast mass excision. Post-operatively, the patient developed bradycardia and had cardiac arrest. CPR was performed and the patient was intubated. In (B)(6) 2011, the patient was transferred to another facility for continued intensive care and dialysis support. Anoxic encephalopathy was diagnosed. Crrt was started secondary to hemodynamic instability and the inability to perform hemodialysis. Cardiac enzymes were noted to be elevated on (B)(6) 2011. EKG revealed persistent changes indicative of mi. The patient was also diagnosed with pneumonia with positive staphylococcus aureus. In the evening of (B)(6) 2011, the patient again suffered a cardiac arrest. After discussion with the family a do not resuscitate order was enacted. The patient died, no autopsy was performed. Final cause of death was listed as cardiorespiratory arrest, intrinsic heart disease, anoxic encephalopathy, septic shock, pneumonia and end-stage renal disease. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and vessel factors may have contributed to the reported events.